Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The hub on the catheter was broken and dialysis could not be performed on the patient. The hub was unable to be repaired and the patient did not want to have the catheter replaced. It was reported the patient has had the catheter in place for three years and any identifying markings were no longer viewable. The patient was referred to a hospital for further treatment options. No patient injury reported. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
The hub on the catheter was broken and dialysis could not be performed on the patient. The hub was unable to be repaired and the patient did not want to have the catheter replaced. It was reported the patient has had the catheter in place for three years and any identifying markings were no longer viewable. The patient was referred to a hospital for further treatment options. No patient injury reported. The patient's condition was reported to be fine.